Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer were experiencing high blood glucose. Blood glucose level at the time of the incident was 27 mmol/l mg/dl and 21.4 mmol/l. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated auto mode feature was not active at the time of incident. Customer stated insulin pump received insulin flow blocked alert and was resolved by complete set change. Customer declined further troubleshooting. The insulin pump will not be returned for analysis.